Manufacturer narrative:
(B)(4). Corrected data: the root cause of the increased intra-peritoneal volume (iipv) was previously reported in the evaluation summary as undetermined; however, upon further review the root cause of the iipv was an unexpected high ultrafiltration for therapy compared to other therapies. This issue is being investigated through CAPA.

Event description:
A patient contacted global technical services (gts) regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) after use. The technical service representative (tsr) reviewed the home patient's (hp) therapy. The initial drain volume was equal to 685 ml, the last fill volume was equal to 998 ml, the total fill volume was equal to 5511 ml, the total drain volume was equal to 8623 ml, the total ultrafiltration (uf) was equal to 3112 ml, the cycle 5 uf was equal to 1113 ml, the cycle 4 uf was equal to 72 ml, the cycle 3 uf was equal to 469 ml, the cycle 2 uf was equal to 551 ml, and the cycle 1 uf was equal to 907 ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse was aware of the alarm. She stated that she believed the patient was not actually overfilled, and stated that the patient just has a high ultrafiltration volume when they use the red bags. She stated that the patient has been doing fine since then. There was no patient injury or medical intervention reported. No allegations were made against any baxter products. The following information was provided by global pharmacovigilance (gpv): on (B)(4) 2012, the gpv contacted the patient's peritoneal dialysis registered nurse (pdrn). On an unknown date, the patient began treatment with dianeal low cal ambuflex intraperitoneally (ip), using unknown fill volumes for each of 5 cycles over unknown hours nightly, as well as a midday exchange of an unknown volume for peritoneal dialysis (pd). On an unknown date, the patient bag treatment with one bag of intraperitoneal parenteral nutrition (ipn), ip, daily (name, dose unknown) for protein supplement. On unknown dates, the patient experienced a "high ultrafiltration volume". The pdrn reported that the "high ultrafiltration volume" was not an adverse event or due to machine programming. The nurse further clarified that the patient "used a red bag and higher ultrafiltration was expected". No treatment was necessary. The patient recovered from the "high ultrafiltration volume". Pd therapy was ongoing. The "high ultrafiltration volume" was not related to dianeal therapy or to any baxter device or disposable parts.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. Upon completion of baxter's investigation, a follow-up will be submitted.